Manufacturer narrative:
The zio xt was not returned to irhythm for evaluation. A review of the complaint revealed that the patient wore the zio xt for approximately 5 days. The patient has sensitive skin; however, they do not have a history of reaction to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting sensitivity cannot be ruled out as a contributory factor. The zio xt clinical reference manual that is distributed in the united kingdom provides a warning that states, ¿prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with skin irritation and signs of a secondary infection, allegedly caused by the zio xt. The patient experienced irritation for approximately four to five days while wearing the device. Subsequently, they developed pus-filled blisters at the application site. The patient was advised to remove the device. The nurse prescribed an oral antibiotic flucloxacillin as part of post-care.